Manufacturer narrative:
Device passed the displacement test. Device received a33 alarm during the basic occlusion test due to loose/flush drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test or test for prime/fill anomalies and motor error alarm due to a33 alarm. Device received with cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis, and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor error. Customer reported the plunger did not stop during manual prime, all insulin flows out the reservoir. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.